Manufacturer narrative:
The insulin pump was received with multiple missing horizontal line segments due multiple cracks on zebra connector. The insulin pump was unable to perform pump self-test and displacement test due to multiple missing horizontal line segments, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump display was going blank. The customer reported that only the right side part of the display was showing. The customer's blood glucose was 100 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer stated that they were using the recommended battery. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.